Event description:
It was reported that an ilet pump¿s screen bezel separated and the device housing split into two halves, consistent with a loss or failure to bond affecting the display component, while the pump remained operable. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem consistent with a bonding failure at the display area. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.